Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. Expiration date: 09/2020. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that thirteen days post use of a gastrostomy tube, the balloon allegedly rupture vertically and was replaced. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One 20 fr tri-funnel repl gastrostomy feeding tube was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for balloon rupture, as microscopic visual evaluation showed a longitudinal split in the middle of the balloon. A rough, granular break surface and a rough, rippled outer surface near the break surface in the distal region of the split were observed. These observations are consistent with characteristics of a balloon rupture caused by internal pressure. The definitive root cause could not be determined based upon available information. Although it is unknown if procedural issues contributed to the reported event, overpressurization due to overfill during use may have contributed to the balloon rupture. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, and contraindications) showed that the product labeling is adequate. (Expiration date: 09/2020), (06/2017).

Event description:
It was reported that thirteen days post use of a gastrostomy tube, the balloon allegedly rupture vertically and was replaced. There was no reported patient injury.